Manufacturer narrative:
A central processing unit (cpu) was returned for analysis. No anomalies were noted during visual inspection. An investigation was performed, and the customer complaint cannot be verified. No restart behavior occurred during 14-hour observation period; no fault was found.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported failure through operational checking. Although the touch screen calibration was performed, the phenomenon was not resolved. The (fse) also identified ventilator restarted. Although the phenomenon was not duplicated despite operation checking, the central processing unit (cpu) board was replaced preventively. The touch screen was replaced, and the phenomenon was resolved. The unit was tested, and it was returned to service.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. An investigation was performed, and no-fault was found. Unable to replicate the reported failure.

Event description:
The customer reported they failed to operate the touch panel. The device was not in use on a patient. No patient or user harm was reported. The customer stated at first, that the touch panel did not respond at all. However, the touch panel did respond after dust, which had clung to a gap of a groove on the bottom of the panel, was removed on site. Further information is pending.